Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the hospital in atrial fibrillation with a rapid ventricular response. Upon interrogation, loss of capture and loss of sensing were noted on the right ventricular lead. The lead also exhibited undersensing and high capture threshold. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.